Event description:
The user facility called complaint handling to report that a patient underwent a peripheral intervention procedure on (B)(6) 2011, in which the cadence device was used to close the femoral artery. It was reported that the physician stated that the device "would not go in." Another mynx was prepped and deployed and hemostasis was successfully achieved. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned device showed that the advancer tube was in the manufacturing position inside the shuttle cartridge. The shuttle down procedure was simulated and the advancer tube was able to engage the tamp locks. Based on the provided information and the investigation performed, the root cause of the reported failure to deploy could not be determined. The review of the lhr (lot f1108103) indicated that the mynx lot met all established performance criteria prior to shipment.